Event description:
The pt is pursuing a prod liability claim. It was reported that a metasul head 28 m 12/14 was implanted on (B)(6) 2008. The pt underwent a revision surgery on (B)(6) 2014 due to pain and alleged metal debris.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A concession was found that has no effect on the effectiveness of the prod (identification rill too narrow). The compatibility check was performed and showed that the prod combination was approved by zimmer. Possible causes for the reported event according to sap dfmea: increased wear, loosening or fracture of components due to pt with high body weight. Based on the given info and the results of the investigation, the complaint could not be confirmed as alleged failure could not be identified or reproduced. (B)(4) .